Event description:
While using the harmonic device, the white pad on the cold blade came loose. This was identified immediately by the surgical team and the device, including the white pad that came loose from the cold blade was removed immediately and a new device put into use. The pt was not affected adversely. The required intervention was simply discarding the defective device and retrieving a new one, so the case could be completed. There was no delay of care or prolonged surgical time as the extra devices were readily available outside the operating room.